Manufacturer narrative:
Additional manufacturing narrative 12/17/2015: -date of birth: (B)(6) 1964, male,. -date of anti-reflux procedure including implant was (B)(6) 2015. Manometry and ph testing were completed previous to implant. -date of explant was (B)(6) 2015 due to dysphagia and psychological disorder. -explanted device was reported as model lx15, lot number 6745, serial number (B)(4). -device was found in correct position/geometry. -device will not be returned to torax medical for analysis.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. -no additional information has been received from clinical site at this time.-patient is reported as well after device explant.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. -no additional information has been received from clinical site at this time. -patient is reported as well after device explant.